Event description:
It was reported that there was a lead warning for high impedances. It was later reported that thresholds increased and noise was recorded on the ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead warning for high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for high impedances. It was later reported that thresholds increased and noise was recorded on the ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the lead fractured. The lead was capped and replaced.